Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the smart remote manager lock kept failing. The customer reported that a malfunction caused a delay in dispensing medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager lock failed. A field service engineer realigned the hasp, which was out of alignment, and installed a new latch to resolve the issue. Additionally, the fse reported that the zebra label is not printing. The fse found two zebra printers were installed, removed them and reinstalled the printer¿s driver. The customer tested the device and no problems were found. The system functioned as intended after the field service engineer repaired the device.